Event description:
I received mcghan saline implants style 68 ref# 68-39 on (B)(6) 2006 and have had a steady decline in my health ever since that day. I have every symptom of breast implant illness and am in constant chronic pain, brain fog, skin rash, etc. Have had numerous test for all autoimmune diseases but do not have any of them. I am consulting for explants (B)(6) 2019 after years of illness, tests, drs visits, pain mgmt that continues to worsen with no relief. Constant fatigue. Would like to know if there are any recalls or issues with these serial numbers left-(B)(4), right- (B)(4). FDA safety report ID# (B)(4).